Manufacturer narrative:
Initial reporter occupation is patient/consumer. The meter and test strips were requested for investigation, however, the test strips have been used up and the vial discarded. No product has been received at this time. If any product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of discrepant inr results with coaguchek xs meter serial number (B)(4). The result at 8:55 p.m. Was 4.4 inr. The result at 9:06 p.m. Was 2.7 inr. Different fingers were used for each test. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr and they test bi-weekly.

Manufacturer narrative:
The meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr, qc 2: 5.2 inr, qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined.